Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was scheduled for cadd disconnection around 1610h. However, an alarm for occlusion occurred earlier in day but then stopped alarming when patient adjusted the tubing. The pump reservoir indicated 12.1 ml left to infuse at around 1430. However, bag was empty. The pump alarmed and the screen displayed an ¿occlusion¿ message. The continuous infusion rate was 3 ml/hr. The total reservoir volume was 138 ml. The scheduled infusion length was 46 hours, but it finished in approximately 44 hours. Lock level was set to ll2. An onguard cstd was used to fill the cassette. The extension tube was primed while compounding in a hood with added saline from a separate bag. The event occurred while in use with a patient. There was a patient involvement, and no patient harm/adverse event reported.